Manufacturer narrative:
Qc was within specifications prior to and after the event. No event log errors were posted in the system log. The customer did not report any issues with other patient results or assays. A field service engineer (fse) was dispatched: a) the fse ran a protocol and noted the instrument to be fully operational. B) the fse discovered that customer not properly loaded substrate, and the substrate bottle was completely empty. C) the fse ran a diagnostic testing, verified repair per established procedures and results met published performance specifications. Although lack of substrate may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously high troponin (accu tni) result for one patient. The initial result of 1.29ng/ml was reported out of the lab. The nurse questioned the result and the original sample was re-tested 3 hours later and results were 0.02 and 0.01ng/ml. A fresh sample collected from the patient gave a result of 0.02ng/ml when it was tested. There was no customer report of affect to patient attributed or connected to this event.